Manufacturer narrative:
Investigation summary it was performed the DHR, quality notification and maintenance analysis and no records potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel damaged. The probable cause for the defect is related to a barrel jam at machine assembly, allowing the damage product flow of the process. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: a sample was received, and it is possible observe barrel damaged. DHR review: it was verified the batch record and the manufacturing date for this batch was november 18th to 22th, 2016. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at syringes assembly process; qn review: no quality notification (qn) could lead to this issue for the batches involved in this complaint are observed. Maintenance review: no maintenance records that could related to defect are observed. Conclusion: root cause description; it was performed DHR and maintenance evaluation and no occurrence were observed. Based on this evaluation the potential causes for the problem is: - barrel jam at machine assembly, allowing the damage product flow of the process. That jam is inherent to the manufacturing process. And occurs occasionally at assembly process. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that during use a bd plastipak¿ veterinary syringe was found leaking as the ¿syringe is not straight, causing the leakage of medicine.¿ there was no report of injury or medical intervention reported

Manufacturer narrative:
New lot number provided .updated to 7193746. New expiration date provided . Updated to 2022-07-31. New manufacture date provided. Updated to 2017-07-28.